Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the load process. There was no impact to customer's blood glucose level. It was indicated that the customer would administer manual injections as alternate insulin therapy.